Manufacturer narrative:
Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had been speaking to another personnel prior about multiple alarms. They exchanged the pump and began receiving an autofill failure alarm. The customer was inquiring on any way to resolve the alarm. Customer denied any blood present in the helium tubing. Personnel discussed the nature of the alarm and proper troubleshooting steps including relieving any kinks bends or restrictions. Personal deemed it difficult relation to the axillary placement and facility policy limiting the scope of the nurse. The attending was notified, and enroute to bedside, they were unable to restart therapy. The customer messaged personnel saying the catheter had been removed at the discretion of the attending.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. No patient harm or injury was reported.